Event description:
A surgeon reported the system laser power was low during service. There was no patient involvement. The customer is unwilling to provide any additional information regarding this event.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The laser probe was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 28, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming laser probe. However, how or when the probe became nonconforming cannot be determined conclusively. The system was found to meet specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).